Event description:
The customer reported the system was intermittently shutting down. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, the service rep did adjust the voltage of the ps3 power supply.